Manufacturer narrative:
The investigation into the positioning issues has been completed since the original report was filed. The product was reviewed, and the pigtail was slightly deformed and there was a kink in the cannula. The data logs were reviewed, and it was confirmed that the pump was out of position. There were no anatomical abnormalities with the patient that could have caused the pump to migrate into the aorta. The root cause of the positioning issues is most likely due to use.

Event description:
The user facility reported a 62-year-old male in cardiogenic shock was to be emergently implanted with an impella cp device for mechanical circulatory support in addition to va ECMO. Upon removal of 14f peel away sheath, impella migrated into aorta. Under fluoroscopy, the pigtail was noted not to be across the aortic valve. Use of an .035 wire was advanced through the re-access port to assist in advancement of device back across the valve. After several failed attempts, decision was to replace impella catheter with new device.

Manufacturer narrative:
The impella device has been received from the customer however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed.